Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: due to moisture contamination, the display screen was blank. A leak test showed that there was a leak at the bottom corner of the keypad. There was evidence of moisture contamination on the keypad connector and the display cable.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.